Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Failure (event) observed during analysis. A partial lead measuring 39.2cm was returned for analysis. External insulation abrasion was noted at 3.9-4.3cm from the proximal end of the svc shock coil, consistent with lead friction to another device. The silicone insulation was intact at this location. (B)(4).

Event description:
This report is to advise of an event observed during analysis.